Event description:
It has been reported to philips that the button was activated during startup. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure was completed by restarting the system. The philips service engineer inspected the system onsite and confirmed that button right wedge joystick on imaging module was activated during startup. After reviewing log file fse found that the image module was faulty. To resolve the issue, philips engineer replaced the replaced control imaging module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.